Manufacturer narrative:
A review of the certificates of analysis for this lot confirms that the implanted components were sterilized according to applicable requirements. Acs lot 105000004523 was confirmed to meet usp sterility requirements. Rhbmp-2 was confirmed to meet the sterility requirements of 21 cfr 610.12. Additionally, bacterial endotoxin levels (lal) were confirmed to be below usp maximum requirements. Sterile water lots 4419 & 4005 were confirmed to meet lot testing requirements for sterility. Finally, the certificate of quality for syringe lot 4274881 was certified to have been exposed to a sterilization cycle that was developed and validated in accordance with the current ansi/aami/iso guidelines. A review of the complaint database on 5/13/08 found that there have been no other complaints of infection for this infuse bone graft lot. The initial reporter does not believe that infuse bone graft contributed to the reported infection. Additionally, there is no objective evidence to indicate that infuse bone graft contributed to the reported infection. Nevertheless, we are reporting this death for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Implant date: 2005, female; it was reported by a medical/legal professional that the pt underwent a single-level posterolateral fusion on the right at l5-s1 using rhbmp-2/acs and local autograft. On pod 2, a nurse noted redness of the incision site. On the following month, the pt noted oozing, thick yellow/white liquid present at the incision line. On ten days later, the pt was admitted to the ER with signs & symptoms of dehydration, hypotension, mental confusion, and renal failure. Pt was admitted to ICU with diagnosis of sepsis syndrome. Incision was noted to be oozing purulent drainage. The pt died en route by air transport to another facility for treatment the following day. Autopsy on three days later, revealed massive infection along entire length of the lumbar surgical bed. A 6.5 by 5.0 by 3.0 cm abscess filled with 23 ml of yellow exudate and yellow cheesy material was noted within the recently healed incisional wound. The pathologist also noted that the adjacent musculature was hemorrhagic with prominent yellow areas consistent with fat necrosis. The spleen was diffluent with acute congestion. Per the pathology report, "the source of sepsis is secondary to the severe infection of the recent surgery site on the decedent's back." The organisms involved were reportedly species of staphylococcus and streptococcus.